Event description:
Event as described in written form from user facility: difficulty placing lead with repeated dislodgements before a stable position was found. In removing the peel-away introducer sheath, the distal 1 inch of one side of the sheath remained in the pt. The sheath is radiolucent so cannot be seen on x-ray. Pt is already fully anticoagulated for mechanical prosthetic heart valve. Recommended keeping pt in hosp for a couple of add'l days for monitoring. Pt was released from hosp with no further complications.